Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The contrast, up arrow, and ok keypad buttons were intermittently responsive, and the down arrow buttons was unresponsive during testing. It was observed that all buttons spring back when pressed except the down arrow button. During investigation, the down arrow key contact was observed to be inverted. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were sticking and unresponsive. A family member reported that the up arrow and down arrow keypad buttons are sticking and are not responding to presses. She noted that the buttons do not click when pressed. The family member confirmed that the keypad is intact; and denied exposing the pump to water and cleaning products.